Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. Correction: section d brand name, catalog#, model#, serial# and unique identifier (UDI) #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tsc) was informed by a field service engineer that the remote manager was physically not attached to the medstation and requested that tss or the field team clear it from the database. The tss contacted the customer and helped with reattaching the fridge to the station for unloading. After speaking with user and informing him about the knowledge article, user agreed to locate a lock to proceed with unloading the medications. Later, user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, need to remove e-lock from pyxis on the 4th floor in the east side. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, need to remove e-lock from pyxis on the 4th floor in the east side. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: server serial number not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.